Event description:
It was reported that the bd vacutainer® k2e 3.6mg plus blood collection tubes had a damaged cap before use. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no molding defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for molding defect (short shot). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10